Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral, catalog #: unk, lot #: unk, unknown bearing, catalog #: unk, lot #: unk, unknown tibial tray, catalog #: unk, lot #: unk. Foreign: event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was not released by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06560, 0001822565-2018-06561, 0001822565-2018-06562. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent second revision due to pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided.

Event description:
No further event information available at the time of this report.